Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. The ra lead dislodged, the patient is large and it is possible that the patient pulled slack out of lead. The patient experienced a little dizziness prior to repositioning. The ra lead was attempted to be repositioned, however the helix would not extend. The ra lead was explanted a new lead was placed. No additional adverse patient effects were reported.